Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). (B)(6).

Event description:
The physician intended to use the spider fx in the carotid left ic, to treat a non-tortuous vessel. It is reported that the radiopaque loop of the spider fx detached from the filter. The device was removed from the patient without medical intervention. No patient injury. Investigation: the spider fx embolic protection device was received for evaluation without any ancillary devices or cine images from the procedure. The device was returned without its transportation hoop. The filter capture wire was returned loaded through the recovery, (blue), catheter and the filter was not within the catheter. The catheter was fully deployed. Examination revealed that one of the gold hoop crimp sleeves was not attached to the mouth of the filter. All parts of the filter were present. Examination of the distal floppy tip revealed a gap in the coil and both ends of the coil were present.